Event description:
It was reported the patient presented in clinic for follow-up. Upon inspection, the pacemaker had eroded through the skin which resulted in an infection. The entire pacemaker system was explanted and the patient was given antibiotics. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.